Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges feeling jittery/anxious. The patient additionally noticed within the last week having a sore throat (the patient described the feeling of the throat as raw). The patient also alleges it has been "hard to breath". The patient mentioned pressure in the center of the chest that does not go away. The patient reported "trying to build up stamina and has not gotten any better". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient did visit the ent (ear, nose, and throat) doctor with the same complaints and the doctor did not see anything". The patient reported, "the doctor is going to check again for any irritation." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges feeling jittery/anxious. The patient additionally noticed within the last week having a sore throat (the patient described the feeling of the throat as raw). The patient also alleges it has been "hard to breath". The patient mentioned pressure in the center of the chest that does not go away. The patient reported "trying to build up stamina and has not gotten any better". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient did visit the ent (ear, nose, and throat) doctor with the same complaints and the doctor did not see anything". The patient reported, "the doctor is going to check again for any irritation." Multiple good faith efforts have been made to obtain additional information, without customer response. This final report is submitted based on the current available information. If the device is returned, and/or if any new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed and submitted. Updated: evaluation method code grid updated. Evaluation results code grid updated. Conclusion code grid updated.